Event description:
It was reported through litigation process that sometime later port placement procedure, the patient developed skin impairment and there is potential for infection. It was also reported that the patient expired, and the cause of death was not provided.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, sometime after the port placement procedure, the patient developed skin impairment. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: event type corrected from ¿death¿ to serious injury. Subsequent review determined the initial classification relied on litigation language (including loss of consortium) without evidence of patient death or device causation. No death certificate, autopsy, clinician statement, or hospital documentation was provided. Current information supports serious injury criteria. Future updates will be submitted if new evidence warrants reclassification. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported potential for skin impairment issues as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B2, b5, g3, h1, h6 (patient) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the device was not returned for evaluation. No medical records were provided. The reported infection, skin impairment and death therefore cannot be confirmed. No causal relationship between these reported patient conditions has been established. Based on the available information, the definitive root cause of the infection, skin impairment, and death is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (patient). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime post a port placement, the patient developed skin impairment and there is potential for infection. It was also reported that the patient expired and the cause of death was not provided.